Event description:
Lack of effectiveness [device ineffective]. Case narrative: initial information received on 13-jun-2019 regarding an unsolicited valid serious case received from health authorities of united states under the reference number mw5086969. This case involves a patient (demographics unknown) who experienced lack of effectiveness (latency: unknown), while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route (with an unknown batch number; information on batch number requested) for unknown indication. On the unknown date, patient stated lack of effectiveness from synvisc one injection. The event was assessed as serious with the seriousness criteria of medically significant. Final diagnosis was lack of effectiveness. Action taken: not applicable. It was not reported if the patient received a corrective treatment. The patient outcome is reported as not applicable for lack of effectiveness. A product technical complaint was initiated on 24-jun-2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 24-jun-2019. Additional information was received on 24-jun-2019. Ptc results received and processed. Global ptc number added.